Manufacturer narrative:
Sex/gender: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye. The incision was not enlarged and there were no other surgical intervention required. Another johnson & johnson lens (different model and higher diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided and reported the lens was explanted due the patient experiencing blurry vision symptom since day 1 post-operatively (op). When the lens was explanted, there was no sutures or vitrectomy required. The patient is doing well post-op. No additional information was provided. The following sections have been updated accordingly: sex/gender: female. Date of event: (B)(6). Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received almost cut in half but not separated, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.